Manufacturer narrative:
Investigations have started. Maquet inc. Submits this report on behalf of the device mfg facility foreign counrty.facility provides product failure investigation, analysis and resolution for the device described in this report.